Event description:
The total cross percutaneous transluminal angioplasty balloon was positioned across the heavily calcified tibial lesion and inflated to 10 atm. The balloon burst and appears to have been caused by the heavily calcified lesion. There has been no claim of injury related to this event.